Manufacturer narrative:
B3: unknown date in 2021, d6a: unknown date in 2021, d10: alteon cup, cluster-hole 48mm, alteon neutral liner, biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. During the procedure, the patient experienced a medial midline crack with stem placement. It was noted that the patient was limited to 25-pound weight bearing for 2 weeks. No medical intervention and no further impact to the patient was reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: health effect impact code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 a review of complaint history determined that no further action is required as no trends were identified. The reason for the reported was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, and/or surgical techniques. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.